Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels when the cartridge was low on insulin (below 20 units). Bg values and suspected cause were not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.